Event description:
Customer reportedly received the following results on the advantage system within 10 mins: 400-something, 300-something, and 100 something (mg/dl). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.